Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels reaching 600 mg/dl and large ketones, nausea, heartburn, and an upset stomach; cause was unknown. Reportedly, the customer was sick, and suspected illness to be a potential contributing factor to elevated bg; however this could not be confirmed. Bg was addressed via a manual bolus. The customer was instructed to consult with healthcare provider regarding bg level.